Event description:
Account states that the totalcare bed had no functions. The bed was stuck in a low position.

Manufacturer narrative:
The power control module board was replaced and the bed is working correctly.